Event description:
It was reported that the patient's seizures had increased and the patient's neurologist believed this was due to the battery being depleted. On the date of replacement surgery it was found that the generator had not depleted, and was found to have been disabled at some time with no known programming event. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The explanted generator has been received by the manufacturer. Product analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Analysis of the generator was approved. The pulse generator diagnostics were as expected for the programmed parameters. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator performed according to functional specifications per the final configuration r-wave test. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.925 volts and shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date.